Manufacturer narrative:
The reason for this revision surgery was that the patient was unstable. The in-vivo length of patient service for the implant was 4.7 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Review of the device history record (DHR) for the explanted part (s) revealed no discrepancies or issues during the manufacture of this part (s). The DHR evidences that all critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. No issues or anomalies were observed with the concomitant part(s). No further action is deemed necessary at this time. This complaint is deemed as non-product related. The complaint states the patient was unstable after use. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. The revision surgery was successfully completed and without incident. No further action is required or deemed necessary at this time. Should additional information become available this investigation will be re-opened for further evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability.